Event description:
It was reported that in 2009 during a back surgery this patient's catheter was cut and then repaired. It was not known what medication the device system delivered at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
The main device, other components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional information was received from the patient on 2017-apr-14. It was reported that their catheter was repaired after it was cut in surgery. The surgery was to repair a broken fusion and osteotomy surgery. The patient reported that they were given vicodin, but were not given patient controlled analgesia in the hospital because they believed that the pump was working. The patient reported that the catheter was repaired 10 days after the surgery. No further complications were reported.